Event description:
It was reported by service report that the siderail would not latch in the upright position and the mattress could not adhere to the litter due to missing velcro.

Manufacturer narrative:
Mattress; velcro.